Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9597-15, univers vaultlock® augmented glenoid angled reamer sleeve, 15° defect, batch number 050243, was received for investigation. Visual evaluation found that the ar-9676 -angle reamer driver shaft is stuck within the mating device. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 10/14/2022, it was reported by a sales representative via sems that an ar-9297-15 augmented glenoid angled reamer sleeve and an ar-9676 reamer drive shaft heat welded together during the reaming process. They could not be rotated independently and were unable to separate. This was discovered during an augment vaultlock procedure on (B)(6) 2022.